Event description:
It was reported, the customer had insulin that has gelled in the reservoirs. The customer stated that sometimes the reservoirs are swap because they are not working, and the insulin was recycled. It was stated the customer had insulin that was fresh from a new bottle, was not recycled, or used over three days, and the reservoir still has gelled. The customer claimed that the liquid was leaking past the o-rings. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.